Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vacuum was lost or low from time to time. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated the event occurred prior to a procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated (via event logs). The spacer c-clip, solenoid was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming spacer c-clip, solenoid. An internal investigation was opened to address this issue. (B)(4).